Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was in the ICU due to seizures and physician requested the representative to check the device. No additional relevant information has been received to date.

Event description:
Additional information was received noting that the patient's battery was found to be depleted and they underwent a battery replacement. The explanted generator was discarded.

Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently left out relevant information. D6b. If explanted, give date (mo/day/yr), corrected data: initial report inadvertently did not provide the explant date. F10 adverse event problem, corrected data: initial report inadvertently left out code f1905. H6 adverse event problem, corrected data: initial report inadvertently left out code b18.